Manufacturer narrative:
The device was returned and investigated. The reported premature activation and clip actuation issues of inability to open, close and jumpy clip, could not be replicated in a testing environment due to the returned condition of the device (clip was not returned). The reported difficult to remove-anatomy could not be replicated in a testing environment. The reported difficult to advance was not confirmed. The reported bent l-lock tab; however, was confirmed. Additionally, actuator coupler break was observed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. Pericardial effusion is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. The investigation was unable to determine a cause for the difficulty to advance. Bent l-lock tab (deformation due to compressive stress) was likely due to the troubleshooting attempts that were performed during the procedure. Pericardial effusion appears to be related to procedural circumstances. The additional therapy/non-surgical treatment, surgical treatment and hospitalization were a result of case-specific circumstances. The observed actuator coupler break influenced the reported premature activation, clip actuation issues (clip unable to open, unable to close and jumpy clip) and the difficult to remove from the anatomy as the clip could not be closed, and appears to be related to a potential product issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices. Attachment: user facility medwatch mw5096486.

Event description:
Subsequent to the initial MDR, the following information was received: mw5096486: user facility medwatch report received that states: "attempted to deploy a second clip but upon advancing the clip into the la, the clip detached spontaneously prior to initiating deployment. Team able to retract the clip across the ias and dragged it into the rt common femoral vein but could not remove it from the rt femoral vein. Transfer to operating room for right femoral vein cutdown, removal of foreign object, right femoral vein repair. Transferred to ICU for one day. FDA safety report ID# (B)(4)." It was reported that during positioning, the physician went to open the clip and the clip jumped open to 180 degrees and turned sideways against the steerable guide catheter. Attempts were made to open and close the clip, but it remained opened. It was noted that the clip had detached from the clip delivery system, but remained attached to the lock line. The device was removed during a surgical procedure. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed for premature clip deployment, pericardial effusion and surgical intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. One clip was implanted without issue and the decision was made to implant a second clip. It was noted that there was some resistance, more than with other mitraclip devices, when advancing the clip delivery system (cds) out of the steerable guide catheter (sgc). It was thought that this was perhaps due to the g4 device, as this resistance was noted with both clip delivery systems. The second clip was advanced into the left atrium and an attempt was made to straddle the device; however, the clip detached from the clip delivery system (cds) and remained attached to the lock line. When the clip detached, it opened and could not be closed. The physician pulled the clip as close to the steerable guide catheter (sgc) for removal. During removal of the cds and sgc, a pericardial effusion occurred and a pericardial tap was performed. The patient was then sent to surgery for a surgical cutdown procedure to remove the device from the patient anatomy. The procedure ended with the one implanted clip and mr reduced to grade 2+. No additional information was provided.